Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was difficult to open and close, and it repeatedly failed. The customer opened the rear of the unit and found signs of an apparent medication spill in the back of the mini drawer. Sticky residue was present and appears to be affecting the drawer operation. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1.17 was difficult to open and close and repeatedly failed. A field service engineer replaced the drawer. The system functioned as intended after the field service engineer troubleshot the device.